Event description:
It was reported that the patient was on multiple vasoconstrictors. The registered nurse from the cardiac cath lab (ccl) reported that the patient was not obese and they had no difficulty with tortuous anatomy. The pump started alarming within 1-2 minutes of pumping. The clinical support specialist (css) verified that there was no blood in the helium driveline tubing and no visible kinks. The css instructed the registered nurse on how to decrease the helium volume and the css decreased the volume 2 cc at a time until volume was 30 cc. The intra-aortic balloon pump (iabp) did alarm approximately 1 minute after pumping restarted each time. The registered nurse wanted to know if they should change to another pump console. The css explained it is more likely an issue with the catheter than the pump. The css began to explain the helium leak test and the registered nurse stated that they were going to change out the intra-aortic balloon (iab). At 7:00 pm (B)(6) the css returned a call to the registered nurse. The registered nurse told the css that the patient is in the intensive care unit now. The iabp and helium driveline tubing were changed, but not the iab. The alarms continued as they had ben before; every 1-2 minutes. The css then spoke to a different registered nurse in the ccl. The registered nurse decreased the volume of the iab while on the second pump console to 30 cc and alarms continue on second pump and second driveline tubing is in place a helium leak test is not required and the issue appeared to continue to be with the iab. The recommendation would be for removal. The css requested that the registered nurse call the hotline back with any further questions. At 8:00 pm (B)(6) the css discussed this call with another css from arrow, who was picking up the call. At 8:10 pm (B)(6) the second css spoke with to the registered nurse from the ccl. According to the registered nurse the pump continued to alarm so the md elected to remove the iab and manage the patient medically. The patient is still critical, but the md did not want to try and insert another iab. On (B)(6) 2014 the css called back to check on the patient's status. Per a secretary in the unit, the patient expired yesterday at 1948 (B)(6). The patient's chart is no longer in the unit and there is no additional information available. Additional information received on (B)(4) 2014 stated that per the md taking care of the patient, the iab therapy would not have made a difference in the outcome of this patient.

Manufacturer narrative:
(B)(4).